Event description:
The company was informed that the pt's device was explanted. The pt was reimplanted with another cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the pt's device was explanted for unk reasons. The company was informed that the explanted device has been discarded and will not be returned to the company. This is the final report.